Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. It was reported, when the package was opened they found the pigtail was broken. The tether had been removed. A new stent was used to complete the procedure. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), specifications, the instructions for use, and quality control data. One open package containing a universa soft ureteral stent was returned for investigation. Inspection of the returned device noted: only a stent was returned, separated into two segments. The stent was returned without the tether and coil straightener. The stent displayed signs of hydration of the aq hydrophilic coating. The distal coil was severed 1.5cm from the first ink band. The length of the severed coil was 4.7cm. The length of stent between first and last ink band was 26cm. The point of separation on each segment have mating fractures. The separation occurred approximately 2mm from a side port. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. There is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: the tether should be removed if the stent is to remain indwelling longer than 14 days. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. The review of the returned stent was unable to establish factors contributing to the complaint. The cause of the complaint could not be established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, following a ureteroscopic lithotripsy (ursl) procedure, the physician went to insert a universa soft ureteral stent set and discovered the side of the prigtail was "broken" when the operating room (or) nurse opened the package. A new same type device was used to complete the procedure. No adverse events have been reported as a result of the alleged malfunction.